Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Patient had the lead used with 2 implantable neurostimulators and reports the same events for both ins's. Information for the 2nd ins is: product ID: 97715, serial# unknown, implanted: (B)(6) 2018, product type: implantable neurostimulator. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was scheduled for a battery replacement and a previous rep couldn't get the ins battery re-booted. The rep said that during the replacement the 0-7 impedance was all out. The rep said that it was unknown what factors led to the issue. The rep stated that after connecting to the new ins, they hooked to the wireless external neurostimulator (wens) and there was the same impedance on 0-7. The hcp implanted a new lead and it was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they did an impedance check and forwarded the information to the implanting physician. The rep reported that the patient was getting an appointment to see the surgeon. No further complications were reported.

Manufacturer narrative:
Correction: g.4. Based on additional review of the file, the correct aware date should be 2018-(B)(6) and not 2017-(B)(6) as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018. Product type lead, product ID 97715, serial# unknown, implanted: (B)(6) 2018-09-20. Product type implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explanted device was discarded by the customer and the information was confirmed with the hcp. No further complications were reported/anticipated.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s coverage was not good and not where he needed it, then he moved and lost his components and then found them again. The patient let the device go to overdischarge. The rep performed the physician recharge mode, pulled the device out of overdischarge, and cleared the power on reset. The rep went to reprogram the patient and impedance values were high at 3 volts: electrodes 3, 4, and 6 were greater than 40,000 ohms, electrodes 1, 2, 5, and 7 were approximately 35,000 ohms, and everything on the right side was approximately 23,000 ohms. It was noted that there were no falls or trauma. The rep was redirected to follow-up with a healthcare professional to get imaging. The patient needing better coverage began in (B)(6) 2017. The overdischarge began in 2017, within the last month of (B)(6) 2017. The high impedance was discovered on (B)(6) 2017.